Event description:
A pd nurse of home pt (hp) using a homechoice system, contacted technical service representative (tsr) and reported of air in the pt line during filling. The tsr explained to the nurse that the only time pt line can have air is when the pt line is in prime state and does not get primed all the way. The hp is a pediatric pt and the last fill volume is 60 ml. The tsr suggested that if pt line is not primed all the way before the hp is connected, then the air that was in prime line may not be pushed out of the drain before the hp starts to fill. There was no pt injury or medical intervention indicated at the time of the call.